Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that during the night around 1:30 am today he had an episode of hypoglycemia in which he passed out and was non-coherent. His wife force-fed him some milk and food until he came to. The patient stated he thinks he double dosed on insulin. This was confirmed in the pump's memory by the agent. Agent explained how to check if the pump delivered bolus. Caller didn't know that was an option. Pump is working as intended. No product requested.